Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, it was reported that the patient has been unable to mobilize the peg tube. In (B)(6) 2023, it was reported that the bumper was sitting half out of the stoma area. It appeared that the peg tube had migrated up the original tract. No leakage of gastric contents was ever mentioned from the site. The j tube was not present. The peg tube was removed and was not replaced. Duodopa was discontinued.